Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, a new device was opened for transecting the stomach. The firing was done by the surgeon and found that the staples were not formed in the proximal end. The proximal part of the staples (around marked ¿5¿ ¿ ¿3¿) were found stuck in the driver. Bleeding was noticed and another one was opened to transect again next to the original site. Total amount of blood loss is unknown. The patient did not require a blood transfusion.